Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and myocardial infarction are listed in the xience pro 48 everolimus eluting coronary stent system instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. Na.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a long lesion in the left anterior descending (lad) artery. Two xience pro stents were implanted and after implantation of the 3.5 x 48 mm xience pro stent in the mid lad, a coronary perforation was noted. The perforation was sealed with prolonged balloon inflation, using the 3.5 x 48 mm xience pro stent delivery system balloon; however, cardiac enzyme elevation was noted and myocardial infarction (mi) was diagnosed. No electrocardiogram changes were noted, and the patient experienced no symptoms. No intervention was required to treat the mi. No additional information was provided.